Manufacturer narrative:
Patient code changed from 3191 to 2639: posterior capsular bag tear. Lens was exchanged intraoperatively. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens vial. Visual inspection found the lens torn in three pieces. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cc4204a, +19.0 diopter, intraocular lens in the patient's eye on (B)(6) 2017. When the lens was implanted, the doctor noticed that the bag tore. The doctor then exchanged it with a 3 piece lens. There was no patient injury.